Event description:
Patient underwent surgery on (B)(6) 2013 for an l2-l5 decompression and instrumented arthrodesis. On (B)(6) 2013, the patient underwent revision surgery due to the screws in l2 had moved and come through the superior endplate. The screws were removed and 2 new screws were added to both l1 and l3 to form a bridge. On (B)(4) 2013, the patient underwent a second revision as it was noted that the screws from l1 had come through the endplate. At that time, the surgeon decided to remove all hardware. The surgeon reported that the patient had very poor bone quality which was causing the difficulty with the devices. This is report 1 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The part was received. The rod and screw connector is jammed in the locking ring and screw head and cant be removed. Some minor scratches were found on the body diameter, anodize missing on the outside diameter of the m8 thread. This is not manufacturing related. The anodized coating was missing on one section of the locking ring of the outside diameter where the part number and lot number are. This is not manufacturing related. The anodized coating was missing on one side of the screw tip. This is not manufacturing related. Per the technique guide, endplates are not used with the universal spine system variable axis screw system. Relevant features to this potential issue were measured and found to pass. The cause of the complaint is unknown. A device history record review found no relevant issues that would result in this product complaint.